Event description:
It was reported that during implant procedure of the competitor lead, the pulse generator exhibited programming anomaly. During reprogramming, the patient experienced ventricular tachycardia. The device was reprogrammed successfully and the procedure concluded. The patient was in stable condition post operation.